Event description:
Had lasik surgery several years ago (about 7). My eyes were good for about a year and then they kept getting worse. Dr took me into having a lasik adjustment to make vision better. Well vision got worse. Shortly after that I had to get glasses and have been wearing glasses ever since. Now for the past couple of years, my eyes are severely dry. They feel like they are on fire all day long. Feel like they have sand paper in them. I am now also a glaucoma suspect and have cataracts in both eyes and they tell me I won't get good results with the cataract surgery, due to the lasik. The pain from the dry eyes makes working extremely difficult and painful. I have also been waking up at night and can't get back in sleep due to the dryness and the pain. Over the counter eye drops only make the burning worse. There are only 2 prescription drops and restasis may or may not work and you have to put up with 3 - 6 months of burning before you know. The other one is too new on the market to even risk taking. I may have to quit my job because the pain is unbearable. Never should have approved lasik. They do not thoroughly explain how severely painful dry eyes can be and that there is no solution. Please do something to stop lasik. I never want anyone to go through this pain. Oh and I also have an ingrown flap, which makes it feel like in constantly have a foreign object in my eye. It is constantly irritating. I can totally see why people commit suicide over this. Lasik was performed at (B)(6), maybe around 2011. Now when I go back to them, they just minimize the problems and offer no help.